Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('other fragments could not be found'), device dislocation ('one fragment visible in the abdominal cavity / suspicion of other fragments in the stomach or intestinal area') and embedded device ('a fragment was visible in the wall of the uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant) and device expulsion ("a fragment was visible in the wall of the uterus"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, device dislocation, embedded device and device expulsion had not resolved. The reporter considered device breakage, device dislocation, device expulsion and embedded device to be related to essure. The reporter commented: screening showed that the coils were not in the fallopian tubes, but a fragment was visible in the wall of the uterus and a fragment was visible in the abdominal cavity. The other fragments could not be found. Essure will be removed (no date provided). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('other fragments could not be found'), device dislocation ('one fragment visible in the abdominal cavity / suspicion of other fragments in the stomach or intestinal area') and embedded device ('a fragment was visible in the wall of the uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant) and device expulsion ("a fragment was visible in the wall of the uterus"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, device dislocation, embedded device and device expulsion had not resolved. The reporter considered device breakage, device dislocation, device expulsion and embedded device to be related to essure. The reporter commented: screening showed that the coils were not in the fallopian tubes, but a fragment was visible in the wall of the uterus and a fragment was visible in the abdominal cavity. The other fragments could not be found. Essure will be removed (no date provided). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('a fragment was visible in the wall of the uterus'), device dislocation ('other fragments could not be found / there is a suspicion that the other fragments are in the stomach or intestinal area'), device dislocation into abdominal cavity ('a fragment was visible in the abdominal cavity') and device breakage ('other fragments could not be found') in a female patient who had essure inserted for female sterilization. In 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device dislocation into abdominal cavity (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the embedded device, device dislocation and device breakage had not resolved and the device dislocation into abdominal cavity outcome was unknown. The reporter considered device breakage, device dislocation, embedded device and device dislocation into abdominal cavity to be related to essure. The reporter commented: screening showed that the coils were not in the fallopian tubes, but a fragment was visible in the wall of the uterus and a fragment was visible in the abdominal cavity. The other fragments could not be found. Essure will be removed (no date provided). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.